Event description:
The event occurred during an emergency operation procedure to implant a graft for dialysis. The surgeon pulled the graft throught tissue using dressing forceps. The graft tore accross the graft where the polypropylene support ended. No death or serious injury. The incident is being reported as the procedure was prolonged for one hour. The surgeon re-anastomosed the graft, as there was no spare graft for replacement. The graft was not explanted.

Event description:
The event occurred in klinik. The event occurred during an emergency operation procedure to implant a graft for dialysis. The surgeon pulled the graft through tissue using dressing forceps. The graft tore across the graft where the polypropylene support ended. No death or serious injury occurred and the incident is being reported as the procedure was prolonged for one hour. The surgeon re-anastomosed the graft. The graft was not explanted.